Event description:
It was reported that following the implant of an inflatable penile prosthesis, the patient was seen by the physician for a routine follow up appointment. At the appointment, the pump was not working well. The physician took all precautions to troubleshoot. He had to press the pump hard many time to get the valve to pop. Once he pressed the deflate button ,the valve stayed open and the device would not inflate again.